Event description:
The patient has had three intra-aortic balloons (iab) placed. Two ultraflex iabs (40 cc and 30 cc) and one 40 cc fiberoptic. The patient is a female patient post mi, CABG and cardiogenic shock. The patient is ventilated, has norepi, epi, vasopressin, and milrone infusing at high doses. The patient is 100% v-paced. It was noted that the patient has a calcified aorta. Balloon #3: the fiberoptic iab was placed transthoracic while the patient was in the or for a re-exploration for blood and clot. After the insertion, the balloon was functioning appropriately. About 3-4 hours after the patient was back in the unit, they began to get possible helium loss alarms. There were no signs of blood in the tubing. The attending decided to reduce the volume to 20 cc. They had no further alarms after that. Since the patient is anticoagulated, there is the possibility of clots forming on the balloon membrane with the volume set too low. The volume was increased to 30 cc. There was no alarm at 30 cc the staff than increased the volume to 35 cc. Since the pressures are quite different between the brachial and fiber. The staff pause the pump and check the pressures. Pressures on the pump: 68/26, map- 40; brachial pressures: 101/57, map- 70. The staff then elected to calibrate the fiberoptic. Now the maps are within 3-5 mmhg. The cal was to a +25. The intra-aortic balloon pump (iabp) has been pumping without alarms throughout. It was discussed that part of the issue with the alarms on this patient is the insertion site and angle. There was no report of patient complications, serious or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is not confirmed. The returned iabc was functionally tested with no leak or abnormalities noted. No alarms were noted during the functional testing. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
The patient has had three intra-aortic balloons (iab) placed. Two ultraflex iabs (40 cc and 30 cc) and one 40 cc fiberoptic. The patient is a female patient post mi, CABG and cardiogenic shock. The patient is ventilated, has norepi, epi, vasopressin, and milrone infusing at high doses. The patient is 100% v-paced. It was noted that the patient has a calcified aorta. Balloon #3: the fiberoptic iab was placed transthoracic while the patient was in the or for a re-exploration for blood and clot. After the insertion, the balloon was functioning appropriately. About 3-4 hours after the patient was back in the unit, they began to get possible helium loss alarms. There were no signs of blood in the tubing. The attending decided to reduce the volume to 20 cc. They had no further alarms after that. Since the patient is anticoagulated, there is the possibility of clots forming on the balloon membrane with the volume set too low. The volume was increased to 30 cc. There was no alarm at 30 cc the staff than increased the volume to 35 cc. Since the pressures are quite different between the brachial and fiber. The staff pause the pump and check the pressures. Pressures on the pump: 68/26, map- 40; brachial pressures: 101/57, map- 70. The staff then elected to calibrate the fiberoptic. Now the maps are within 3-5 mmhg. The cal was to a +25. The intra-aortic balloon pump (iabp) has been pumping without alarms throughout. It was discussed that part of the issue with the alarms on this patient is the insertion site and angle. There was no report of patient complications, serious or death.

Manufacturer narrative:
Qn#(B)(4). The product was not returned for investigation. The reported complaint of iab helium loss alarm is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The patient has had three intra-aortic balloons (iab) placed. Two ultraflex iabs (40 cc and 30 cc) and one 40 cc fiberoptic. The patient is a female patient post mi, CABG and cardiogenic shock. The patient is ventilated, has norepi, epi, vasopressin, and milrone infusing at high doses. The patient is 100% v-paced. It was noted that the patient has a calcified aorta. Balloon #3: the fiberoptic iab was placed transthoracic while the patient was in the operating room for a re-exploration for blood and clot. After the insertion, the balloon was functioning appropriately. About 3-4 hours after the patient was back in the unit, they began to get possible helium loss alarms. There were no signs of blood in the tubing. The attending decided to reduce the volume to 20 cc. They had no further alarms after that. Since the patient is anticoagulated, there is the possibility of clots forming on the balloon membrane with the volume set too low. The volume was increased to 30 cc. There was no alarm at 30 cc the staff than increased the volume to 35 cc. Since the pressures are quite different between the brachial and fiber. The staff pause the pump and check the pressures. Pressures on the pump: 68/26, map- 40; brachial pressures: 101/57, map- 70. The staff then elected to calibrate the fiberoptic. Now the maps are within 3-5 mmhg. The cal was to a +25. The intra-aortic balloon pump (iabp) has been pumping without alarms throughout. It was discussed that part of the issue with the alarms on this patient is the insertion site and angle. There was no report of patient complications, serious or death.